Manufacturer narrative:
The electrode lot number and expiration date were not provided. The na and k calibration and qc were acceptable. The field service representative found part of the vacuum tubing on the rinse arm was out of position and he corrected it. He performed checks and found an error with the chlorine electrode, which could possibly influence results from the other electrodes. The chlorine electrode had been in use for over a year. After repositioning the rinse arm tubing, the issue seemed to be resolved. The investigation is ongoing.

Event description:
There was an allegation of questionable electrode, sodium results for 1 patient sample on a cobas 6000 c501 module. The initial result was 185 mmol/l. The repeated result was 138 mmol/l.

Manufacturer narrative:
The investigation determined the issue was consistent with an error (out-of-position rinse arm) that occurred during customer maintenance.